Event description:
A 6060 pump with a 560500-250 set (lot number unknown), infusing 210 ml of oxaliplatin in glucose 5% in the first bag for 24 hrs., and 210 ml of 5fu in glucose 5% on day 2 & 3 each for 24 hrs., finished the infusion 6 hours too early. There was no injury or medical intervention required for the pt.